Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation future explant date: (B)(6) 2021. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old native hawaiian or other pacific islander female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 700cc saline prosthesis experienced spontaneous right sided deflation post procedure. The implant was stated to have popped creating excess skin due to a decrease in implant size. As a result, an explant is planned for (B)(6) , 2021.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 6, 2021. The explant date was clarified with receipt of the device. The device was explanted on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on july 12, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear on the anterior view measuring approximately 7.0 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include, but are not limited to, the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).